Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 16 cm distal to the is-1 connector pin and 33 cm proximal to the lead tip into 3 segments. All fragments were received for analysis. A locking stylet was found inserted into the distal fragment. The returned lead fragments were visually analyzed. During the inspection the lead, the insulation was found abraded through 17 cm proximal to the lead tip, additionally at this location a fracture of the shock wire was confirmed. These damages are assumed to be the root cause of the observed out-of-range impedance an oversensing. Based on the characteristics of this damage and due to the fragmented state/extraction damages of the lead, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve, ingrowth and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel and increased impedance.

Manufacturer narrative:
Combination product: yes.